Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the buttons are sticking intermittently; mainly the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the keypad was fully intact with no peeling or damage observed. The ¿contrast¿,¿up¿ and "down" keypad buttons responded appropriately to testing. The ¿ok¿ keypad button responded intermittently to testing. The keypad was removed to investigate and contamination was observed under the ¿contrast¿, "up", "down" and "ok" contact buttons. Unrelated to the initial complaint, the pump was powered on and the display screen was dim with a pink contrast. The pump cover was opened, the dim display was removed and replaced with a new test screen and found to have a normal contrast. Visual inspection revealed a battery compartment crack from the threads to the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.